Event description:
According to the reporter, the doctor inserted the central venous catheter kit for hemodialysis and found blood leakage from the venous extension tube near the luer adapter when connecting to the machine. It was stated that cracks (not fully broken) were found where the leak was located. The catheter was not repaired. Tego was utilized. Iodophor was the cleaning agent used on the device, it was usually used to clean the adapters and the cleaning agent used to clean the insertion site prior to product placement. The adapters were usually tightened by hand. There was nothing unusual observed on the device prior to use, flushing (rinsed) was done with normal result and there were no other products being utilized with the device. The device was replaced with a new cvc kit to resolve the issue and treatment was completed. There was blood loss of about 20-30 ml and blood transfusion was not required. There was no intervention/treatment required as a result of the event. The patient was in stable condition and there was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.